Manufacturer narrative:
H6: investigation summary: as part of the feedback, the customer provided photographs of the affected set; analysis of the photographs confirmed the customer's experience as fluid was observed to be leaking from the pumping segment. However, from the images it was not possible to conclusively identify any obvious damage or manufacturing issues which could have caused or contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095315 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified bd infusion set chemo leaked from the IV line. There was no patient or user impact. The following information was provided by the initial reporter: ¿chemotherapy spill of approximately 20 ml (carboplatin) from the infusion pump. Spill was directly towards the floor. Infusion was immediately stopped. Followed protocol and used the chemo spill kit. Checked IV line for loose connection and upon checking, chemo spill is from the add line used.¿ ¿it was reported that the bd add a line which was connected to carboplatin at the time was leaking, ? If this was leaking from the connection part or perspiring through the soft plastic. Chemo spill policy followed, equipment discarded in to cytotoxic waste. Incident flagged with quality team for review. No harm to patient or staff.¿

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd infusion set chemo leaked from the IV line. There was no patient or user impact. The following information was provided by the initial reporter: ¿chemotherapy spill of approximately 20 ml (carboplatin) from the infusion pump. Spill was directly towards the floor. Infusion was immediately stopped. Followed protocol and used the chemo spill kit. Checked IV line for loose connection and upon checking, chemo spill is from the add line used.¿ ¿it was reported that the bd add a line which was connected to carboplatin at the time was leaking, ? If this was leaking from the connection part or perspiring through the soft plastic. Chemo spill policy followed, equipment discarded in to cytotoxic waste. Incident flagged with quality team for review. No harm to patient or staff.¿